Event description:
It was reported that the patient was on a lovenox bridge and coumadin. On (B)(6) 2021 when epistaxis started, the patient called vad team but was unable to stop bleeding with compression/elevation. Patient went to outside hospital and was stable with ongoing epistaxis. The patient¿s inr was 2.1, hemoglobin 9.3 g/dl, platelets 370. Otolaryngologists stopped bleeding with rapid-rhino packs soaked in tranexamic acid (txa). The patient was transferred to another hospital. The plan was to stop lovenox and continue coumadin. Packing was removed (B)(6) 2021 and the patient was started on afrin and keflex while packing in place. Patient was discharged home on fish oil.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(6), and the reported events could not be conclusively established through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). The heartmate 3 lvas IFU, rev. C, is currently available. Section 1 of this IFU lists bleeding as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. This document also provides information regarding anticoagulation, including recommended inr values. The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. The implant kit shipped on (B)(6) 2021. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). The heartmate 3 lvas instructions for use (IFU) is currently available. Section 1 ¿introduction¿ of this document lists bleeding and infection as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. The section entitled ¿ongoing patient assessment and care¿ provides information including recommended inr values and the suggested anticoagulation modifications in the event that there is a risk of bleeding. The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. The implant kit shipped on 19jan2021. No further information was provided. The manufacturer is closing the file on this event.

Event description:
On (B)(6) 2021, the patient returned to the emergency department (ed) with left epistaxis, a left rhino rocket soaked in txa was placed, and bleeding resolved. On (B)(6) 2021, the rhino rocket was removed and a physical exam was consistent with left acute bacterial sinusitis. The patient was treated with a 10 day course of augmentin on (B)(6) 2021. The patient stated that he completed the 10 day course of augmentin and the physician noted that the event appeared to have clinically resolved.